Event description:
During an implant attempt of the subject device, a connection issue in the ventricular channel was incurred. Reportedly, when tightening the ventricular set-screw, clicking of the associated screwdriver could not be heard/felt, and pacing spikes were not observed. The physician attempted again after loosening the set-screw, but the attempt was again unsuccessful. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.